Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedances measurements out of range. This crt-d remains in service. No adverse patient effects were reported. Additional information was received from the field. The physician was made aware of the issue and planned to monitor this patient. No adverse patient effects were reported.